Manufacturer narrative:
H10; the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture observed that the cone of the access and pbp luer lock were broken. The reported condition was verified. The cause of the damage was design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m100 set, air bubbles were noted at the blood entering the connector due to the connector "broken". Treatment was discontinued and then ¿started over¿ with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.